Event description:
Boston scientific received info that after the recent implant of this right atrial lead, the pt experienced muscle stimulation. The physician believed there may be a lead issue, and noted that the lead may be loose. No further info could be obtained about the specifics of the lead issue. The lead was reprogrammed and scheduled for a future lead revision. No adverse pt effects were reported. The lead was modified electrically and remains in service. No further info is available. This report will be updated if more info becomes available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.